Event description:
As reported to cook: a male pt underwent an aaa, abdominal aortic aneurysm repair for a type I endoleak. During the deployment of the main body extension the device would not deploy in a perpendicular fashion while unsheathing. It would deploy 'lopsided'. The physician then deployed another manufacturer's stent ((B)(4) ). A renu extension was then deployed successfully but did not resolve the endoleak. The hemostatic valve leaked on the renu device during placement ((B)(4)). The physician then left the procedure due to not converting to a open surgical procedure.

Manufacturer narrative:
Lot and catalog number do not match, but this report reflects the info provided by the reporter. Additional questions have not provided any corrected info at this time. Using another manufacturer's device to repair is not labeled in the IFU. Inaccurate deployment is labeled in the IFU. Event eval: still under investigation at this time.